Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.